Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 447 mg/dl. The customer stated that they had received a low battery alarm but forgot to change the battery before sleeping at night. The insulin pump shut off in the middle of the night causing the high blood glucose. The customer was treated for the high blood glucose with manual injections. The customer stated that they had difficulty removing the battery which caused the battery compartment to crack. Furthermore, the customer stated that they were hospitalized back in (B)(6) for diabetic ketoacidosis caused by a bent cannula. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.